Manufacturer narrative:
The power cord was replaced to repair the bed.

Event description:
Information received indicates the bed is failing the electrical ground resistance test intermittently. The account can wiggle the ground pin on the power cord plug and lose continuity.